Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced pernicious vomiting after receiving an over-infusion of a chemotherapy drug from a folfusor sv2. The cause of the over-infusion was not reported. The folfusor was being used to deliver 5-fu (fluorouracil) to the patient (no further information was provided regarding the indication for the infusion). The folfusor was filled with 4700ml of 5-fu, diluted with g5% (5% glucose) and the fill volume was 96 ml. It was reported that the folfusor was totally empty after 28 hours instead of the intended 48 hour infusion time. Subsequently the patient experienced pernicious vomiting and was hospitalized for the event. Treatment was not reported. No further information was provided regarding the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 4, 2014 to october 6, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.